Event description:
The surgeon implanted a screw in the patient's bone. Then he removed the screw and implanted it again at the same site. The screw head broke off during the second attempt to implant. The remaining portion of the screw shaft still resides in the patient's bone and will not be removed.